Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent infra-umbilical hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the abdominal wall mesh had been infected and was apparent by the collection of very foul smelling fluid. A portion of the mesh was kind of flopping in the breeze and a portion of it was incorporated. It was reported that the patient experienced severe pain, nausea, diarrhea, inflammation and loss of appetite. No additional information is provided.